Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+1.0/037 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had a low vault and a refractive surprise. The surgeon is planning to explant and exchange for a longer lens. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, observing the haptic tobe torn/broken/bent/deformed. (B)(4).

Manufacturer narrative:
The lens was explanted and exchanged on (B)(6) 2016. (B)(4).